Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). On 3 may, 05 may and 08 may 2024, it was reported that the patient experienced that three infusion sets fell off during use. Infusion set was in use for 1 to 6 hours on 3 may 2024 and for a day and an half for other two events. No further information was available.

Manufacturer narrative:
MDR - device 2 of 3.